Event description:
It was reported that a syringe 3ml ll w/ndl 25x1 rb had foreign matter in the fluid path before use. The following was reported by the initial reporter: "it was reported that a foreign matter was on top of the syringe and all the way down to the plunger. Verbatim: customer stated that there is some sort of foreign matter (sticky residue) on top of syringe all the way down to plunger. Customer stated that she's found at least 3 other syringes like this, and has thrown away a whole box (did not have information available) due to the same issue happening so many times. Caller is unsure if this is something new and they are supposed to be this way, but she feels uneasy using them."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: thirteen 3ml syringes with needles attached were received and evaluated. Twelve syringes were loose, and one was in a fully sealed blister pack from batch 9345303 (p/n 309581). It appeared the "sticky residue" was silicone with the normal and expected amount observed per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 3ml ll w/ndl 25x1 rb had foreign matter in the fluid path before use. The following was reported by the initial reporter: "it was reported that a foreign matter was on top of the syringe and all the way down to the plunger. Verbatim: customer stated that there is some sort of foreign matter (sticky residue) on top of syringe all the way down to plunger. Customer stated that she's found at least 3 other syringes like this, and has thrown away a whole box (did not have information available) due to the same issue happening so many times. Caller is unsure if this is something new and they are supposed to be this way, but she feels uneasy using them."